Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The physician implanted an unk size/type stent in an unspecified location. Four years later, the pt experienced in-stent thrombosis. The pt had been on plavix (75 mg/day) until march 2008. Further info has been requested but has not been received.

Manufacturer narrative:
Device analysis. The stent remains implanted. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.